Event description:
Information received by medtronic indicated that insulin pump had battery failed alarm. The contacts on battery cap were not damaged, missed or corroded. Also battery compartment and spring was not damaged or corroded. During troubleshooting insulin pump had received battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .